Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg was deemed inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively.